Manufacturer narrative:
The introducer sheath became necked down during attempts to remove the plastic. The pusher assembly was kinked in multiple locations. The embolization coil was returned advanced out of the introducer sheath, intact with the pusher assembly, and knotted in multiple locations. Blood was observed on the embolization coil. Evaluation of the returned device revealed the embolization coil was knotted in multiple locations, which prevented the embolization coil from being re-sheathed. Since the complaint reported that the embolization coil could not be advanced through its introducer sheath during the procedure, the knotting was likely incidental and likely occurred after removal from the procedure. Further evaluation revealed part of the sealed plastic bag that the pod4 was returned in was sealed around the introducer sheath, which caused the introducer sheath to become necked down during attempts to remove the pod4 from the packaging. The root cause of the inability to advance into the non-penumbra microcatheter. The pusher assembly kinks were likely incidental and may have occurred during packaging for return. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod4s. During the procedure, the physician was unable to advance a pod4 through its introducer sheath and into the non-penumbra microcatheter. There was no report of an adverse effect to the patient.